Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 2 years 3 months post implant of this bioprosthetic valve in the pulmonary position, the patient presented with four months of worsening progressive shortness of breath, exercise intolerance, and fatigue. The device was replaced valve-in-valve with a medtronic transcatheter pulmonary valve (tpv) due to severe pulmonary regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.